Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis mp system. During a procedure, no exposure was possible from the footswitch or the handswitch in the exam room or the control room. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, a root cause could not be determined as the effected components were not returned for evaluation. Event log files and service records note that the footswitch cable was badly twisted and the footswitch pedals were dirty. The cable was straightened and cleaned and a siemens service engineer replaced the footswitch. No further issues have been reported.